Event description:
New information was received indicating that the physician believes the lead was damaged during the explant procedure. Analysis of the returned lead indicated that the lead was returned in 2 pieces measuring 41.7 cm and 3.1 cm in length. The 3.1cm segment included the electrodes. Nine sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed on more than one occasion. A single setscrew indentation was noted at the end tip of the connector pin suggesting that the lead connector was not inserted completely at one point in time. The exact point in time of when this occurred is unknown. Abraded openings were noted on the outer and inner silicone tubing at multiple locations. A break (fracture) was identified on the positive coil at two locations. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break locations and in the vicinity of the coil prior to the first broken end. Scanning electron microscopy images of the positive coil at the second break show appearance suggesting that a stress-induced fracture (fatigue) has occurred in at least three strands of the quadfilar coil. The lead assembly has kinks in at least one of the lead coils at several locations. Punctures and cut openings are observed in the outer silicone tubing. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing likely due to the abraded openings, punctures and cuts. Based on the appearance of the returned lead portions, it is believed that the identified punctures, tubing cut openings and kinks were most likely caused during the explant procedure. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead. There were no performance or any other type of adverse conditions found with the pulse generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications and all interrogation and diagnostic tests were completely successfully. The battery, 2.910 volts as measured during testing shows an ifi=no condition. Device memory indicated an impedance change on (B)(6) 2016 (the date of explant) from 15,733 ohms to 9,778 ohms, both values indicating a high lead impedance condition was present on (B)(6) 2016. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances.

Event description:
An international distributor was informed by a physician that during what was expected to be a routine replacement due to battery depletion/prophylactic replacement, high impedance was observed when the lead was connected to the replacement pulse generator. It was reported that the vns system was "ok" before the replacement procedure. To further evaluate the high impedance observation it is believed the physician re-attached the lead to the former generator and again observed high lead impedance leading them to conclude that a lead issue was present. The physician replaced the lead and then observed normal impedance with the new generator and new lead. An implant card was subsequently received which indicates that the lead was replaced due to lead discontinuity. The explanted pulse generator and lead have been received by the manufacturer and are currently undergoing product analysis. No patient adverse events were reported.